Event description:
Boston scientific received information that increased right ventricular (rv) lead pacing impedance measurements were observed. The specific measurement was not specified. Additionally, increased pacing threshold measurements were observed. A revision procedure was performed and the right ventricular (rv) lead was surgically abandoned. The device was explanted and replaced. No adverse patient effects were reported during the procedure. The device was retained by the explanting facility and was not expected to be returned for reliability analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.